Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was a crack in the pump casing and moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings: the battery compartment was observed to be cracked below the finger pad extending down to the primary seal. There was no issue with loss of power observed and no evidence of moisture damage in the battery compartment. Product analysis was unable to confirm a moisture ingress complaint and there was no evidence of moisture behind the display lens, in the battery compartment, in the cartridge compartment or any internal components when the pump was opened for further investigation. A leak test was performed and the pump passed the leak test. Unrelated to the initial complaint, the display screen was observed to be dim, faded and discolored at the maximum contrast setting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.